Event description:
A section of surgical table came apart during a procedure. The patient slid to the floor while strapped to the cushioned section. No injuries were found on the patient. Patient was placed in an unapproved position and table was set up incorrectly for procedure.